Event description:
Multi date event. Bd 10ml, syringe reference 309604 known lot numbers 4237909 and 5074815 with cracks, two breaks in integrity. Often the defects are not recognized until they are used on the heparin pumps resulting in blood backing up with the pump line and ultimately leaking blood out of the syringe.

Manufacturer narrative:
User has indicated that the device was no longer available for investigation. Based on discussion with user, reported condition appears to have resulted from cracks in the syringe barrel. Analysis of complaint data over the past two years reveal that cracked syringe barrel complaints occur at a chronic low level. Add'l d4: lot # 5074815.